Event description:
Customer advised transformer housing is cracked all the way around and you can hear something rattling inside of it.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for eval. The defective power cord has not been received at medela as of (B)(4) 2013. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusive can be made as to the cause of the event. Customer f/u was not successfully housing for the pump in style device was administered in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skirts. The shipping packaging strength has also been increased to further protect the transformers during shipping.